Event description:
It was reported that on (B)(6), 2023, the patient in obstetrics and gynecology under general anesthesia for exploratory laparotomy , the anesthesia machine suddenly stopped working during anesthesia, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that the anesthesia machine suddenly stopped working during anesthesia and the backup anesthesia machine continued to perform its work with no reported harm to the patient. It was found that the incident did not involve maintenance by our company. Based on the report provided by the customer, the anesthesia machine had been experiencing seldomly problems, and this situation was likely due to the aging of the machine and equipment beyond the equipment's useful life (the equipment was manufactured in 2011, and it has been used more than 12 years and its maintenance and use were unknown.). Dräger asked for more information, but the hospital did not provide it, so a specific assessment could not be made. Its maintenance and usage status is unknown, so the root cause of the accident cannot be determined.

Event description:
It was reported that on (B)(6),the patient in obstetrics and gynecology under general anesthesia for exploratory laparotomy , the anesthesia machine suddenly stopped working during anesthesia ,no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text: on-going.